Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the bed exit alarm.the baxter technician thoroughly inspected the alarm and was unable to duplicate the reported issue. The alarm functioned as designed. However, if the reported event of bed exit not alerting were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
Baxter received a report from a baxter technician stating the bed exit alarms not announcing. There was no patient/user injury reported.